Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant attempt, the left ventricular (lv) lead dislodged while implanting the right ventricular (rv) and right atrial (ra) leads. Further attempts to fixate the lead were also unsuccessful. The lead was not used, and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.